Event description:
The managing health care provider (hcp) added morphine to the baclofen approximately 5 days prior.the dose was low but it was thought to be too much for the patient. The pump was put to minimum rate while in the unit and no withdrawal had occurred. The hcp titrated the dose to a therapeutic dose. It was reported the patient did fine.

Event description:
It was reported that the patient was taken to an intensive care unit. Healthcare provider was considering stopping the patient's pump so that they could determine what was going on with the patient. Drugs delivered via the device were morphine and baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2008, explanted: unk.